Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm occurred during dwell one on the home choice (hc). During troubleshooting the tsr was unable to determine the cause. The tsr assisted the caregiver to close all of clamps to the bags and transfer set and cycle the power to clear the alarm. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.